Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch verioiq meter read inaccurately high in comparison to her feelings or normal results. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that on (B)(6) 2016 at 08:30pm she obtained a result of 15.9mmol/l on the subject meter which she felt was inaccurately high. Meter to feelings comparisons do not meet lfs criteria of a valid comparison for accuracy. The patient manages her diabetes by self-adjusting her insulin doses and injected ¿extra insulin ¿ 8 units of humalog¿ in response to the alleged issue. The patient reported that at 01:00am on (B)(6) 2016 she developed symptoms of ¿shouting, sweating and recklessness¿ which she associated with hypoglycemia. The patient reported that her partner attempted to give her ¿juice and candy¿ but was unable to so at 03:00am on (B)(6) 2016, the patient¿s partner called the paramedics who treated the patient with a glucagon injection. During the call the cca noted that the meter was set to the correct unit of measure and the test strips had not expired or been stored incorrectly. The patient did not have control solution available to perform a control test. The product was replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.